Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the printer fed blank paper. The device was used for the remainder of the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.